Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) printer is not working. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component, investigation conclusions), h10. A getinge field service engineer (fse) evaluated the unit and found printer to not function. Replaced thermal printer(d161-00-0024-04). Ran and passed all performance and function tests.

Event description:
N/a.